Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Ten devices were received for evaluation. The first device was visually inspected followed by a leak/pressure test of the package. The reported event was verified as the leak was noted in the seal. The remaining nine units were visually inspected and all the packages were noted with the same issue of incomplete seals. The reported event was verified in all ten devices. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the ten (10) units of the returned minicaps, it was determined that there was a leak in the seal of the packages. There was no patient involvement. No additional information is available.